Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. The distal section of the pipeline device did not open, and it was not placed in a vessel bend at the time of failure. Several additional steps were attempted to open the pipeline, including waiting, deploying a longer length, pushing a delivery guidewire, retrieving the stent, and deploying in a larger, straighter vessel, but all attempts were unsuccessful. The tip end of the catheter was found to be kinked.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a dispenser coil, inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The hypotube was found to be stretched. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. One end of the braid was tapered due to damaged braid, while the other end was open and frayed. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be determined because the pipeline flex braid was returned detached from the pusher, preventing identification of the distal and proximal ends. However, one end of the braid was tapered due to damaged braid, while the other end was open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the pipeline device was not placed in a vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Therefore, severe vessel tortuosity or damaged braid could have contributed to the failure to open issue. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying) and hypotube (stretched) suggests that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, ruptured right posterior communicating segment of internal carotid artery aneurysm with a max diameter of 5.3 mm and a 4.6 mm neck diameter. The landing zone was 3.8 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The angiographic result post procedure was normal. It was reported that the surgeon deployed the pipeline, but the tip could not be opened. After various manipulations and attempted to retrieve it, it still could not be opened. The surgeon thought that the tip of the pipeline might be damaged, so it was withdrawn from the body along with the phenom 27 microcatheter. The surgeon thought that the tip of the microcatheter might have been damaged due to repeated manipulation of the stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 catheter.